Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down and error code. The key failure is the sieve is contaminated. As stated on the repair statement additional malfunction on this device: power switch has no alarm. The non-alarming issue is a reportable event which is the basis of this FDA filing.